Event description:
On (B)(6) 2014, the reporter contacted animas, alleging two battery compartment cracks. It was reported the battery cap was able to be properly secured to the pump. There was no reported power issue, no damage to the battery cap, and no moisture within the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/19/2014-product analysis:the pump has been returned and evaluated by product analysis on 02/28/2014 with the following findings:a battery compartment crack was observed during investigation.